Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance warning and high threshold noted on an interrogation report. The physician was aware of the issue and elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.